Event description:
It was reported that the patient heard a static sound with her audio processor for the recent 7-10 days. The patient reports of having fallen, but denies having hit her head. The external parts were exchanged but the static sound persisted. A medical evaluation is being scheduled with the implant surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.